Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub and tubing) measures 6.2cm and the distal section (tubing only) measures 39cm. Lot history review indicated no related component or mfg issues and two product complaints of similar nature, which were recorded as user related. The catheter separated 0.6cm distal to the reinforcing shim. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. The ends appear to mate. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
The catheter broke below the hub. No other info is known.